Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that mid-section stent struts were damaged, with struts lifted from crimped stent position and misaligned. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09feb2021. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.